Manufacturer narrative:
The device was returned for analysis. Upon inspection, it was found to have experienced a complete shaft separation with a missing tip section. The pump remained unused and was not operated. The shaft separation and missing tip were observed at a distance of 83 cm from the strain relief.

Event description:
It was reported that removal difficulty occurred. An angiojet zelante was selected for use for a thrombectomy procedure. During the procedure, the physician attempted to remove the catheter, as it appeared to be lodged within the sheath. However, despite these efforts, the catheter remained immobile. As a result, the decision was made to carefully cut the distal portion of the catheter using sterile scissors, allowing for successful removal of the sheath. The procedure was completed with another of the same device and there were no patient complications reported.

Event description:
It was reported that removal difficulty occurred. An angiojet zelante was selected for use for a thrombectomy procedure. During the procedure, the physician attempted to remove the catheter, as it appeared to be lodged within the sheath. However, despite these efforts, the catheter remained immobile. As a result, the decision was made to carefully cut the distal portion of the catheter using sterile scissors, allowing for successful removal of the sheath. The procedure was completed with another of the same device and there were no patient complications reported.